Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-56, lot# va0n5pg, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they weren't feeling stimulation in their neck on either side. The rep met with the consumer for reprogramming and an impedance check was performed. The impedance check showed electrodes five and seven were greater than 10,000. It was noted electrodes 0-3 were for the right neck, electrodes 4-7 were for the left neck, and 8-11 and 12-15 were for the shoulders which were all for peripheral stimulation. After reprogramming was performed coverage was achieved and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.